Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient faced an event of crimped cannula with an infusion set as the cannula looked like burnt plastic on end and was wet. This led to high blood glucose level of 360 mg/dl and the patient took a correction injection via mdi. The symptoms were noticed 3 or more hours after insertion. The site of insertion was reported to be flank and it was rotated regularly. Patient reported to have headache. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.